Manufacturer narrative:
The device has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). Additional information obtained from the field which indicated that the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). Additional information from the field presentative indicated that the device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.